Manufacturer narrative:
It was reported that there is visible damage to the pendant, pendant wiring is damaged, fraying, or internal wires are exposed, the buttons are stuck or do not work and pendant becomes warm or hot to touch. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that there is visible damage to the pendant, pendant wiring is damaged, fraying, or internal wires are exposed, the buttons are stuck or do not work and pendant becomes warm or hot to touch.